Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced extreme tingles while in MRI mode. As a result, surgical intervention may take place to address the issue.